Event description:
After catheter was placed, they did a contrast injection. The contrast injection showed it was leaking near the cuff. Removed and replaced.

Manufacturer narrative:
The product has been returned to the MFR and is currently being evaluated. Results are expected soon.